Manufacturer narrative:
(B)(4). Date sent: 8/19/2025. Additional information was requested, and the following was obtained: had the device already been fired when the reload was removed? Yes, the device had been fired with no issues was the unclamp lockout override used to divide the separate halves? Not that I'm aware of during the case as the team wouldn't know how to do it. Also not used after the firing, when they opened the device and the knife was exposed.

Manufacturer narrative:
(B)(4). Date sent 8/12/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open cystectomy when the device was fired the scrub nurse reported she was not being able to remove the reload and tried one more time. The device was open but the knife was fully exposed, halfway through the reload length. I asked her to close the device and pull the firing trigger back into the house position and then open the device again. This way she was able to remove the reload but I advise the team to open a new device. They couldn't explain what they had done to get to that exposed knife, but as they were used to tlc. There was no change to the procedure other than a small delay while opening a new stapler. There were no consequences to the case or the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2025. Moving forward all information from this complaint will be captured under 3005075853-2025-07166.